Event description:
Additional information received that patient had an ipg replacement on 04 sep 2020. Reportedly effective therapy was restored.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in april as the patient was having issues with the charger. Company manufacturer interrogated the device and was unable to communicate with external device and thereby deeming the ipg to be inoperable. To address this issue patient will be awaiting surgical intervention at a late date.